Manufacturer narrative:
Updated fields: h2, annex code g, c, and d. Updated device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument was received and failure analysis found the instrument to have a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair with transversus abdominus release (tar) procedure, the force bipolar instrument broke while the doctor was removing tissue from the clasp of one side. The instrument was never stuck or caught on any tissue. The instrument's distal cover had come loose and the distal end was disjointed. They were able to remove the instrument with some difficulty due to the disjointed end. The instrument did not need to be removed together with the trocar. There was no injury to the patient.